Manufacturer narrative:
(B)(4). Pump received with a constant blank flashing white light on the display due to cracked liquid crystal display controller, cracked and bleeding liquid crystal display glass. Unable to perform the self test and displacement test due to a constant blank flashing white light on the display. The test p-cap locks properly in place in the reservoir compartment noted. Pump received with pillowing keypad overlay and cracked select button keypad overlay.

Event description:
Information received by medtronic indicated that the insulin pump screen had crack. No harm requiring medical intervention was reported. The device will be returned for analysis.